Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry. Reportedly, the patient had a medical history of pancreatic cancer and chronic pancreatitis. A prior plastic biliary stent had been implanted in the patient. Baseline biliary obstructive symptoms on (B)(6) 2016 revealing right upper quadrant pain, fever/chills, jaundice, and dark urine. Baseline liver function tests were also taken on (B)(6) 2016. On (B)(6) 2016 an ercp, computed tomography (CT), and endoscopic ultrasound (eus) with fine needle aspiration (fna) were performed in an inpatient setting revealing a malignant stricture. A pancreatogram was performed during this procedure. Prophylactic antibiotics and nsaids were administered to the patient. The patient had a prior biliary sphincterotomy. A 10mm x 60mm wallflex biliary rx uncovered stent was placed in a successful manner across the stricture. On (B)(6) 2016 biliary obstructive symptoms were taken with the following results: right upper quadrant pain, fever/chills, and nausea/vomiting. The 10mm x 60mm wallflex biliary rx uncovered stent was found to be occluded with sludge and tissue ingrowth on (B)(6) 2016. The patient underwent an unscheduled biliary reintervention on (B)(6) 2016 for the management of biliary obstructive symptoms where the patient was restented. A 10mm x 60mm wallflex biliary rx fully covered stent was implanted in a successful manner. There were no adverse events reported as a result of this event. On (B)(6) 2016, the patient presented with biliary obstructive symptoms of fever/chills and nausea/vomiting, and was diagnosed with moderate cholangitis. The cholangitis was treated with medication (specifics unknown) and the patient was admitted to the hospital on (B)(6) 2016. The event of cholangitis was reported to have resolved on (B)(6) 2016, and the patient was discharged from the hospital on that date.

Manufacturer narrative:
Reported event of stent occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016 as part of the (B)(4) registry. Reportedly, the patient had a medical history of pancreatic cancer and chronic pancreatitis. A prior plastic biliary stent had been implanted in the patient. Baseline biliary obstructive symptoms on (B)(6) 2016 revealing right upper quadrant pain, fever/chills, jaundice, and dark urine. Baseline liver function tests were also taken on (B)(6) 2016. On (B)(6) 2016 an ercp, computed tomography (CT), and endoscopic ultrasound (eus) with fine needle aspiration (fna) were performed in an inpatient setting revealing a malignant stricture. A pancreatogram was performed during this procedure. Prophylactic antibiotics and nsaids were administered to the patient. The patient had a prior biliary sphincterotomy. A 10mm x 60mm wallflex biliary rx uncovered stent was placed in a successful manner across the stricture. On (B)(6) 2016, biliary obstructive symptoms were taken with the following results: right upper quadrant pain, fever/chills, and nausea/vomiting. The 10mm x 60mm wallflex biliary rx uncovered stent was found to be occluded with sludge and tissue ingrowth on (B)(6) 2016. The patient underwent an unscheduled biliary reintervention on (B)(6) 2016 for the management of biliary obstructive symptoms where the patient was restented. A 10mm x 60mm wallflex biliary rx fully covered stent was implanted in a successful manner. There were no adverse events reported as a result of this event.